Event description:
The customer reported being in the emergency room due to high blood glucose of 550mg/dl. The caller mentioned that the health care professional made adjustments to the settings. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to remove the cannula and it was not bent. Suggested the caller to change the entire infusion set and reservoir. The caller also stated that the doctor recommended the device be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The device had unresponsive down arrow button due to corroded keypad.